Manufacturer narrative:
Additional information: a3a, a4, b3, b5, b7, d6a, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on (B)(6) 2025, the patient underwent a total laparoscopic hysterectomy (tlh) wherein the device was used to close the vaginal cuff after uterus removal. On (B)(6) 2026, the patient began to have a vaginal spotting. Bleeding was noted on (B)(6) 2026. This resulted in dehiscence at the closure site. A second operation was done on 23rd april, wherein the site was repaired with an interrupted stiches.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a total laparoscopic hysterectomy, the device was used to close the vaginal cuff after removal of the uterus, and a vaginal cuff dehiscence occurred post-operatively at the vaginal cuff closure site. Surgical intervention was performed to repair the vaginal cuff dehiscence to prevent permanent impairment of function.